Event description:
It was reported that a cartridge alarm occurred during insulin delivery, although the customer could not recall the exact date. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.